Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked glass at the lcd screen. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked at front panel of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.